Event description:
Pt¿s blood glucose was 210 mg/dl at 5:10 p.m. On (B)(6) 2012. He went to bed, and then his wife went to his room and found him unconscious. She administered a glucagon injection and called an emergency doctor. His blood glucose level was 27 mg/dl around 7:30- 8:00 p.m. Pt was transported by ambulance to a hospital. Pt¿s hypoglycemic awareness is ¿bad,¿ and his blood glucose is wavering. He dislocated and ¿ruptured¿ his shoulder and is scheduled for surgery on (B)(6) 2012. It was reported the insulin delivery of the infusion device is inaccurate. The infusion device was requested for eval. No add¿l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.